Event description:
New information received noted that the device was explanted on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The product passed all quality control tests prior to its distribution. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a device interrogation, the implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. The ICD was restored to normal function. It was also noted that the ICD delivered multitude of inappropriate shocks with the battery indicating less than 3 months to elective replacement indicator (eri). The patient was hospitalized for observation and in stable condition. The ICD remains implanted.